Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. Evidence that product in specification when used.

Event description:
Allegedly revised due to pain and there was little ingrowth on the cup surface.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00565, 00566.

Event description:
Allegedly surgeon believed we needed to explant contra-lateral neck. (Right) used profemur neck instrumentation. With this instrumentation, we could not get the neck out. Surgeon was very concerned about leaving pt. Under anesthesia longer, putting pt. At any more risk with neck not broken. Surgeon felt this was the most responsible protocol for this pt. Replaced femoral head, reduced pt. Hip. Pt. Was stable. Related to (left hip) #(B)(4). Additional information received on 02/14/2013: allegedly the patient was revised due to pain. Additional information received from litigation on 2/16/2018: previous claim as a mom and ti neck fracture. Updated to only mom.